Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2014 with the following findings: no findings pertinent to a short battery life issue were observed in the black box data. A battery cap was not returned with the pump; a test battery cap was used during all steps of the evaluation. The test battery cap was able to fully tighten onto the pump. Evaluation revealed that the pump drew current within the specifications; the initial complaint was not duplicated. The pump case was removed and no evidence of moisture ingress or loose internal components was observed. Unrelated to this complaint, the battery compartment was observed to be cracked.